Manufacturer narrative:
Investigation by the field service engineer (fse) determined that the biomedical engineer reporter misunderstood the report by the staff. There was no alarm or audio issue. The actual issue was that an efficia cm100 monitor was not recognized by the picix.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not audible. No adverse event was reported.